Manufacturer narrative:
G9: correction: in review, of medwatch 3006695864-2020-00140 and per new information received, this event has been assessed not reportable due the intralase did not create the free cap. As the free cap was created during the ablation with the wavelight that is not a johnson & johnson product. The hinge wasn''t protected during ablation (wavelight). There will be no more information provided for mfg reporting no. 3006695864-2020-00140 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and resulted with a free cap in the right eye (od), which occurred during ablation. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2020, right eye pre-op was 20/25 7.75 x -2.50 x 165 and left eye pre-op was 20/20 7.50 x -3.25 x 10.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.